Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a routine fitting session, the user reported that the volume of sound with the device is very low since (B)(6) 2020.

Event description:
During a routine fitting session, the user reported that the volume of sound with the device is very low since february 2020.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Further the most basal channel was disabled due to insufficient benefit. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is not planned at the moment.